Event description:
It was reported that the pta balloon dilatation catheter had a leak. There was no reported retraction difficulties. There was no reported patient injury. Another balloon was used to perform the procedure.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was returned. Based upon the sample condition, the complaint investigation is confirmed for a leak at the butt joint. The leak was caused by a break in one of the inflation/deflation lumens. The leak at the butt joint was caused by a break in one of the inflation/deflation lumens; however, the cause for the break could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. The dorado pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.